Event description:
It was reported that syringe s2 20ml had foreign matter inside the packaging. The following information was provided by the initial reporter: foreign matter inside the sealed packaging.

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 2102149. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, the affected sample was returned for evaluation by our quality engineer team. Through examination of the sample, a yellow piece of foreign matter was observed within the blister packaging. The foreign matter was identified as a piece of paper from teflon tape. The tape paper was introduced to the product due to incorrect use during the sealing die maintenance process which allowed the particle to remain in the machine and went undetected by the operator.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe s2 20ml had foreign matter inside the packaging. The following information was provided by the initial reporter: foreign matter inside the sealed packaging.